Manufacturer narrative:
Sensor 0m0008htay0 has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned and is seated correctly. The sensor pack and applicator have not been returned. An extended investigation has also been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened, and a physical investigation will be performed. Has been updated based on product download

Event description:
Caller reported that the sensor tip broke and was stuck in the customer's arm while he was wearing an adc freestyle libre sensor. Customer was seen at the first aid where they tried to remove the filament but failed. Customer was prescribed fusidinezuur (fusidic acid - an antibiotic) ointment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported that the sensor tip broke and was stuck in the customer's arm while he was wearing an adc freestyle libre sensor. Customer was seen at the first aid where they tried to remove the filament but failed. Customer was prescribed fusidinezuur (fusidic acid - an antibiotic) ointment. There was no report of death or permanent injury associated with this event.